Manufacturer narrative:
The suspect device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges a leak was found near the connector for the transducer. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The issue might have been caused by mechanical stress during application. According to the impressions of the device body, this could be caused by handling during product setup/application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.